Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # m54j71. Additional information received: the rep called stating that when all four devices were closed they surgeon heard cracking noises. The four different devices were placed on tissue and the devices would not fire. After the devices were removed from the tissue the devices fired fine with no tissue in the jaws of the devices. The rep reloaded the four devices and closed the devices on a blue or towels and the devices would not fire. A psee60a was pulled and the device would not fire. They decided to make the gel port incision2 inches bigger. They pulled an ats45 and a cs40 to complete the procedure. The surgeon stated that he had to remove more bowel due to the devices not firing. The procedure was completed and the patient was stable. What were the indications for surgery? Cancer. Were new reloads attempted to be fired in each of the devices? New loads were attempted - except for the 2 staplers in the group that made a crunching noise. Was there any difficulty in removing the devices? No difficulty in removing device approximately how much additional bowel was removed? Surgeon had to take an additional 2-3 inches of rectum. Was the force to close higher than expected? What was the tissue thickness? What is the current patient status? Patient stay was several days longer due to ischemia. Patient fine now the ec60a device (a) was received for analysis with no visual non-conformances and with two cartridge reloads present. Cartridge (a) ecr60g, m5323d was returned loaded on the device fully fired and in good visual conditions. Cartridge (e) ecr60g, m5323e was received partially fired 1/16. It is possible that while loading the reload (b) the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure four ec60a devices and one psee60a device did not fire. The case was ongoing and the caller could not provide any additional information at the time of the call as she had to return to the case.